Event description:
Medication dose printing error on airlife 2025 edition broselow tape (36-23446 rev.3).other relevant history: on the generalized medication dosing section (right under "red t head" area) flumazenil dosing is 0.1 mg/kg instead of 0.0.1 mg/kg.